Event description:
A doctor reported an uncut area near the hinge during a lasik procedure in a patient's left eye. It was noted that there was previously opaque bubble layer (obl) in that area but it was resolved when doctor tried to lift it. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. The root cause for the uncut area is too short canal. (B)(4).